Event description:
It was reported to philips that the system's detector was automatically rotating. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was in clinical use at the time of event. The customer was performing coronary planned treatment, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Review of system log file doesn¿t confirm the malfunction. The fse found that the customer didn¿t make the table position to zero which resulted in the reported issue. The philips engineer informed the customer to press zero button in geo module before taking case. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.